Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effects of unspecified tissue injury, recurrent mitral regurgitation (mr), and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information, the reported incomplete coaptation/single leaflet device attachment (slda) appears to have been a result of the reported unspecified tissue injury. A cause for the reported unspecified tissue injury could not be determined. The reported recurrent mr and dyspnea appear to have been cascading events of the reported incomplete coaptation/slda. The reported unexpected medical intervention and hospitalization or prolonged hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted reducing mr to 1. Prior to discharging the patient, the following day (B)(6) 2021, echocardiogram was performed; which showed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Patient experienced shortness of breath and mr increased to 3-4. A second procedure was performed on 3/3/2021. A partial leaflet tear was observed from the slda clip. One clip was implanted, reducing mr to 1-2. No additional information was provided.